Event description:
This report summarizes three (3) malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and perforation. This information was received from multiple sources. The three (3) malfunctions involved patients with no known impact to the patient. The patients were a 31 year old male, 29 year old female, and a 55 year old male. No patient weight was provided.

Manufacturer narrative:
H10: the product catalog number for one of the malfunctions was updated to rf400f. H10: the lot numbers were provided for all of the malfunctions and lot history reviews will be performed. For the reported information, the devices were not returned to bd for evaluation. However, for one of the malfunctions, medical records were provided for review and the investigation is confirmed for perforation of the ivc and filter migration. The two other malfunctions provided medical records for review. The company is still investigating the issue at this time. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and perforation. This information was received from multiple sources. The three malfunctions involved patients with no known impact to the patients. The patients were a 31 year old male, 29 year old female, and a 55 year old male. No patient weight was provided.

Manufacturer narrative:
H10: for the three reported malfunctions, three lot numbers were provided, and lot history reviews were performed. The product catalog number for one of the malfunctions was updated to rf400f. None of the reported malfunctions provided samples for evaluation, however all three provided medical records and two provided images for review. All three investigations were confirmed for perforation, and two were confirmed for migration. One investigation was inconclusive for migration. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported information, the devices were not returned to bd for evaluation. However, for one of the malfunctions, medical records were provided for review. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and perforation. This information was received from multiple sources. The three (3) malfunctions involved patients with no known impact to the patient. One patient was a (B)(6) year old male whose weight was not provided. The patient age, weight, and gender of the remaining two (2) patients were not provided.